Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a150103 captures the reportable event of bands premature deployment imdrf device code a150203 captures the reportable event of bands difficult to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy procedure performed on unknown date. It was reported that the bands deployed incorrectly during the procedure, with more than one band releasing at a time and premature deployment observed in some instances. There was no difficulty setting up the device. The procedure was completed with the same speedband superview super 7 device. There were no patient complications reported as a result of this event.